Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.1, lab: 2.11. Caller is the office manager, so she had very little details. Lab draw done same day as inratio test.